Manufacturer narrative:
Updated fields: b4, d8, g3, g6, h2, h11.

Event description:
N/a.

Manufacturer narrative:
Updated: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11 corrected : d4 lot number, UDI number, expiry date, d7a, h4 the iab was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter and within the stat gard sleeve. No blood was observed inside the iab catheter. The extender tubing was also returned. A non maquet sheath was returned separately. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. Blood may enter the stat gard sleeve when the sheath seal is moved back and forth. This is the intention, so blood does not spray over the user and patient. The reported event cannot be confirmed by the evaluation. Note: per instructions for use, it is recommended to use maquet sheath. Additionally, if blood is seen passing the sheath seal following insertion through a sheath, disengage sheath seal from hemostasis valve. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The device meets all product specifications. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
It was reported that during the intra-aortic balloon therapy, the iab catheter had a rupture and blood was leaking into the iab sleeve. There was no patient harm or injury reported.

Manufacturer narrative:
Device has not been returned to manufacturer, supplemental report will be submitted upon completion of additional findings. Complaint ID: (B)(4).